Event description:
In 2005, the pt contacted lifescan alleging that their fast take meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt in 05 to obtain/verify information. The pt told the mas that they take 75/25 insulin, 60 units each am and 40 units each evening. They said that they obtained a result of 177 mg/dl (rather than 200 as originally reported) on the reported meter in the late evening, "while feeling fine" they said they did not remember the specific date and time of the event. They said that about 30 minutes later they started sweating, shaking, and feeling confused. They did not remember if they had taken their evening dose of insulin prior to the incident. They did not test with the reported meter while symptomatic. The pt's relative took them to the hospital ER where a result of 48 mg/dl was obtained on the ER device. The pt said that they were fed something in the ER and then released to home. The customer care representative (ccr) walked the pt through two, consecutive control solution tests; the first result of 70 mg/dl fell outside of specs (170-249 mg/dl) and the second result of 212 mg/dl fell within specs. The meter, test strips, and control solution were replaced.